Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart, battery out limit, and had unresponsive buttons. Troubleshooting for unexpected restart was performed was performed. The customer¿s blood glucose level was 249mg/dl at the time of the incident. The customer reported that there was no temp basal programmed prior to the unexpected restart alarm. The customer reported that insulin pump was not stored or not in used for an extended period of time. The customer also stated the alarm did not occur shortly during battery change but was recurring during normal use. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly per visual inspection. Unable to perform functional testing including the displacement,operating currents, unexpected restart error test,rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive buttons. No unexpected power loss anomalies noted. Pump received with minor scratched lcd window, cracked lcd window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.